Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint connector. The device was received with a severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 118 mg/dl. Customer advised when they were about to bolus they noticed the display screen was completely blank. Troubleshooting for the blank display was performed. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.